Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported "cassette not attached properly" alarm. The pump was received in a physically good condition with evidence of the reported issue in the event log. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A disposable cassette was attached for tests, which passed. The customer's problem could not be duplicated. The dso sensor was replaced as a preventative measure. No further actions were taken. There was no patient involved during the reported event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm continuously. No reported adverse effects.